Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo, and developed a cosmetic depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Concomitant medical products: 559445 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the atrial lead exhibited a loss of capture, and the patient complained of feeling stimulation when the lead was programmed to higher outputs. It was further reported that the atrial lead exhibited intermittent high thresholds and noise. The lead was explanted and replaced. It was further reported that the right ventricular (rv) lead was explanted and replaced due to a system upgrade. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.